Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced an event in the early morning hours of (B)(6) 2024. He was using a receiver as the display device. The patient woke up and felt dizzy but was able to get out of bed. He realized the sensor patch was not adhered to his body. He estimated the sensor came off in the early morning (between 4:00 am to 6:30 am). He did not have a glucometer at home, and his mother took him to the hospital at 7:00 am for evaluation and diabetes management. The bg (blood glucose) finger stick value at the ER (emergency room) was 450 mg/dl. He was diagnosed with diabetic ketoacidosis and treated with 3 bags of IV saline and novolog insulin. The patient was discharged a few hours later. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.